Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported monopolar curved shears and the associated device logs. Evaluation of the logs indicated that the monopolar curved shears was connected to a sterile interface module (sim) that was attached to arm cart assembly 3. The use time was six minutes with a use count of one. There was an error code for an instance of a difference in commanded and actual jaw angles. The error code is a subsystem inoperable error and could be why the monopolar curved shears could not be moved. When the error code is triggered, the instrument drive unit (idu) software commands an off state to all motors, while in position control, and reports a system recoverable inoperable error and subsystem recoverable inoperable error. An alarm message is also triggered stating, "danger: instrument error. Withdraw normally. If withdrawal fails, remove instrument/port together. Replace instrument to resume.". Visual inspection of the returned monopolar curved shears noted no corrosion on the electrical contacts. There was misalignment between the jaws. Microscopic inspection of the drive cables noted no damage. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to be manipulated into fully position and negative pitch and yaw. However, the jaws were not able to fully close due to the observed misalignment. Electrical testing was performed and the monopolar curved shears was read with no observed failures. Evaluation of the monopolar curved shears confirmed the reported condition, however, the investigation concluded there were no abnor malities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an unresponsive device. Additionally, an unreported condition of jaw misalignment was identified. However, the investigation was not able to identify a root cause for this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic sigmoidectomy, while releasing the sigmoid colon, the monopolar curved shears (mcs) were reported to suddenly stop responding, resulting in loss of surgeon control and no instrument movement. The similar behaviour occurred on the other three mcs instruments. The assistant removed the instrument according to the broken instrument procedure, and the monopolar curved shears were replaced, allowing the procedure to continue. No patient injury was reported.

Manufacturer narrative:
Additional concomitant product: product ID: mrasi0001 sn: (B)(6) product ID: mrasi0001 sn: (B)(6) product ID: mrasi0001 sn: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic sigmoidectomy, while releasing the sigmoid colon, the monopolar curved shears (mcs) were reported to suddenly stop responding, resulting in loss of surgeon control and no instrument movement. The similar behaviour occurred on the other three mcs instruments. The assistant removed the instrument according to the broken instrument procedure, and the monopolar curved shears were replaced, allowing the procedure to continue. No patient injury was reported.